Event description:
It was reported that the syringe integra 3ml w/ndl 21x1-1/2 rb tw experienced foreign matter contamination.

Manufacturer narrative:
Investigation summary: two samples were received with a note: one contaminated used and one unused from the same batch. However, the samples arrived in a tightly wrapped opaque bag, which could not be unraveled safely, therefore evaluation could not be performed to either sample due to potential high risk involved. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect the reported defect was not identified in the samples received.

Manufacturer narrative:
Initial reporter phone# (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe integra 3ml w/ndl 21x1-1/2 rb tw experienced foreign matter contamination.